Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found front panel was corroded or damage, deformation of the rear panel and it had poor appearance without burr and edge. Air duct base was damaged. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source, did not light up intermittently. The issue was found during preparation for use in a diagnostic gastroscopy and colonoscopy procedure. The device was inspected prior to use as per the instructions for use. The procedure was completed successfully with other relevant endoscopes with a delay of 5- 10 minutes (for a short time while the staff worked to improve the light) during which extended sedation/anesthesia was required. No additional treatment or hospitalization was required. There were no reports of patient harm.